Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump using provided reset information, confirmed that malfunction alarm did not recur, guided customer through reloading cartridge and resuming insulin delivery, and advised that customer could continue to use pump, with no additional outcome details reported.